Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the penumbra coil 400 coil (pc400 coil) pusher assembly; the pusher assembly was kinked approximately 37.0 cm from the proximal end; the introducer sheath was ovalized approximately 69.0 cm from the distal tip; the embolization coil was intact with the pusher assembly. Conclusions: evaluation of the returned devices revealed that the first pc400 evaluated had a kinked pusher assembly. This type of damage typically occurs due to improper handling of the device. If the device was forcefully advanced against resistance, damage such as this may occur. Further evaluation of the first pc400 revealed that its introducer sheath was ovalized. This damage was likely incidental, and may have occurred after the procedure. Both pc400 coils were functionally tested and capable of being advanced out of their respective introducer sheaths. Therefore, the root cause of the issues mentioned in the complaint could not be determined. Pc400 coils are 100% functionally tested during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2016-00333.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using penumbra coil 400 coils (pc400 coils). During the procedure, the physician deployed and detached the first pc400 coil into the aneurysm using a px slim delivery microcatheter (px slim). Prior to inserting the second pc400 coil into the patient, the physician examined the coil and found that it was stuck and would not advance out of its introducer sheath. Therefore, the physician did not use the pc400 coil for the procedure and continued by successfully placing additional pc400 coils using the same px slim. Before inserting the thirteenth pc400 coil into the patient, the physician examined the coil and found that it was also stuck and would not advance out of its introducer sheath, similar to the second pc400 coil. Therefore, the thirteenth coil was not used for the procedure. The physician successfully completed the procedure using a new pc400 coil and the same px slim.